Event description:
Attorney alleges plaintiff has developed general physical problems and body deterioration. Attorney describes physical symptoms as: breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breastfeed and arm/neck pain.